Event description:
On 7/21/00, the distributor informed the MFR's sales rep of the following: the facility's material manager informed the distributor that "upon opening the device in question, the guidewire in the kit was found to have a broken tip." No further details were provided.